Event description:
The customer reported to olympus, at the end of the ureteroscopy procedure, pieces of the outer layer (bending section near the distal tip) on the uretero-reno videoscope were found to be broken off in the patient's bladder. The pieces were retrieved with an alligator grasper. There was no procedural delay and no additional imaging was required as a result of the issue. The defect in the scope matched the retrieved pieces. The device was inspected before use with no anomalies. No patient harm was reported.